Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely decreased clinical chemistry calcium results while using the architect c16000 analyzer. The customer provided the following results (customer provided range 8.3-10.0): sid (B)(4) (08/30/2016): initial 4.6 mg/dl, retest 9.1 mg/dl and 9.2 mg/dl the results were not reported from the laboratory. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott technical representative completed troubleshooting of the instrument. This involved parts replacement (sample syringe) which resolved the issue. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number (B)(4) was identified.